Manufacturer narrative:
(B) (4).

Event description:
The patient experienced burning and itching at the ins site while recharging. It would happen within fifteen minutes of initiating the charge. There was no redness or swelling. The patient tried a different recharger and did not have the same problems. It was also stated that the patient underwent intense physical therapy and the lead subsequently migrated upward. The lead was repositioned and re-anchored and "everything was back to normal".